Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of implantable pulse generator (ipg), the patient felt systemic fatigue, and the pulse was more than 30 times/minimum via self-measurement. It was also reported family member suspected ipg battery depletion. The patient was referred to healthcare facility for evaluation. The ipg remains in use. No patient complications have been reported as a result of this event.